Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that post coronary stenting procedure, subacute thrombosis and in-stent thrombosis occurred. In may 2013, the 90% stenosed lesion was located in the calcified and moderately tortuous proximal left anterior descending artery with 30 mm length and a reference vessel diameter of 4 mm. After engaging a 6fr bl3.5 non bsc guiding catheter to the vessel, a non bsc guidewire crossed the lesion. Pre- dilation was performed with a 2.0 x 13 mm non bsc balloon and a 2.5 x 10 mm flextome cutting balloon. Then a 3.00 x 32 mm promus element plus stent was implanted. Post dilatation was performed with a 3.25 x 19 mm non bsc balloon, good stent apposition was confirmed by ivus and the procedure was completed. In (B)(6) 2013, the patient experienced chest pain during hospitalization. As a result of the coronary angiography, stent thrombosis was noted in the proximal part of the implanted stent and emergency percutaneous coronary intervention was performed. After aspirating blood clot with 7fr non bsc aspiration catheter, 3 x 18 mm non bsc drug eluting stent was deployed and the procedure was completed with timi flow 3. No further patient complications were reported and the patient's status is good.